Event description:
Four days after treatment with bovine collagen, the patient experienced "whiteheads" at treatment sites. The physician broke the skin in an attempt to remove any excess collagen and then treated the patient with microdermabrasion.